Event description:
It was reported, there was a csf leak and an infection. On (B)(6) 2012, the patient went to her physician to have the dosage increased and the next day, the patient had to be taken to the hospital for headaches and was vomiting. The patient stayed in the hospital for three weeks. The pump and catheter were explanted on (B)(6) 2012 due to an infection at the incision site and the patient wasn't healing properly. The device system was not replaced due to there being too much scar tissue from a dorsal rhizotomy the patient had when she was five years old. The infection "cleared up" and the patient stopped vomiting and was able to keep food down. The pump had been working well. The patient was able to move, open her hands, and the spasms had stopped. The patient was "back at square one" after the explant and the spasms had returned. The patient had an appointment scheduled with her physician on (B)(6) 2012. The device system was being used to deliver baclofen. Additional information had been requested, but was not available as of the date of this report.

Event description:
Additional information received confirmed that the device system was explanted due to infection. It was noted that culture was taken from the device pocket and results were negative. The patient had additional wounds prior to surgery and seemed to have issues healing. The patient had symptoms include nausea, drainage and incisional wound opening. Patient outcome was noted as no injury.

Manufacturer narrative:
Product ID, 8709sc lot# serial# (B)(4), implanted: 2012 (B)(6), explanted: 2012 (B)(6), product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).